Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube lip and with minor scratches on display window.

Event description:
Customer reported that she woke up because her blood glucose was 60 mg/dl; she took two glucose tablets. Then when she got up in the morning, she noticed the screen was blank. Customer changed the battery and received a battery out limit. Current blood glucose is 254 mg/dl. Customer was assisted with reprogramming the time and date. Basal rates are accurate. Customer stated the batteries were not out of the insulin pump greater than duration allowed. It was stated that the customer received battery out limit alarm at 04:34 am; she did not change the battery until 07:45 am. Customer declined to troubleshoot and the device to be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.